Event description:
The manufacturer received information alleging an issue with the ventilator's display screen. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the display screen was found to be blank. The ventilator's lcd cable and inverter connections were reseated to address the issue.